Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, the ligature marks were noted 42.5 cm distal to the is4 connector pin. Furthermore the conductor coil was found fractured 41.5 cm distal to the is4 connector pin. This damage can be considered the root cause for the impedance >3000 ohms. Based on the characteristics of the damage it is reasonable to assume that the lead was subject to severe mechanical stress in the implanted state. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to lv lead impedance higher than 3000. No adverse patient events were reported. Should additional information become available, this file will be updated.